Event description:
Per dealer the end user went over a bump and the unit stopped working. While the dealer was looking over the scooter he noticed that the wiring harness has melted. This was sold as a recon scooter.